Event description:
There was an allegation of questionable elecsys troponin t hs and bnp results for 10 patient samples on a cobas e 801 analytical unit. On (B)(6) 2026, sample 1 had an initial troponin result of 5.61 ng/l. The sample was repeated on another line and the result was 28.10 ng/l. On (B)(6) 2026, sample 2 had an initial troponin result of 141 ng/l. The sample was repeated twice on another line and the results were 213 ng/l and 515 ng/l. On (B)(6) 2026, sample 3 had an initial troponin result of 5.83 ng/l. The sample was repeated twice on another line and the results were 45.3 ng/l and 44.5 ng/l. On (B)(6) 2026, sample 4 had an initial troponin result of 7.24 ng/l. The sample was repeated twice on another line and the results were 20 ng/l and 21.50 ng/l. On (B)(6) 2026, sample 5 had an initial troponin result of 891 ng/l. The sample was repeated twice on another line and the results were 3183 ng/l and 21.50 ng/l. Clarification on if the repeat result of 3183 ng/l is accurate was requested but not provided. On (B)(6) 2026, sample 6 had an initial troponin result of 53.9 ng/l. The sample was repeated twice on another line and the results were 579 ng/l and 586 ng/l. On (B)(6) 2026, sample 7 had an initial troponin result of 1322 ng/l. The sample was repeated twice and the results were 1683 ng/l and 891 ng/l. On (B)(6) 2026, sample 8 had an initial troponin result of 10.1 ng/l. The repeat result was 5.83 ng/l. On (B)(6) 2026, sample 9 had an initial bnp result of 1108 ng/l. The sample was repeated on another line and the result was 1450 ng/l. On (B)(6) 2026, sample 10 had an initial result of 228 ng/l. The sample was repeated twice on another line and the results were 3232 ng/l and 3228 ng/l. Clarification on whether these results were troponin or bnp results was requested but not provided.

Manufacturer narrative:
The troponin reagent lot number is 88252001 and the expiration date is 31-jan-2027. The bnp reagent lot information was not provided. The investigation is ongoing.